Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received questionable results for a total of twenty five patient samples tested for ion selective electrode (ise) sodium. Of the twenty five samples, three were found to have erroneous results. A doctor initially questioned ise sodium results from a patient sample (patient sample (B)(6)) and four additional patient samples. Of the 5 total samples, only patient samples (B)(6) were found to have erroneous results. For patient sample (B)(6), the ise sodium result was low, but the serum osmolarity was normal. Patient (B)(6) is a female, born on (B)(6) 1930. Patient sample (B)(6) initially resulted as 128 mmol/l on (B)(6) 2014 and this value was reported outside of the laboratory. This sample was then sent to another site and tested on a different c501 system where it resulted as 127 mmol/l. The 127 mmol/l result from this second site was not reported outside of the laboratory. The sample was also sent to a third site where it was tested on a beckman analyzer, resulting as 133 mmol/l. The beckman analyzer result was believed to be correct, but the initial result of 128 mmol/l was not corrected. Patient sample (B)(6), from a male born on (B)(6) 1988, initially resulted as 132 mmol/l on (B)(6) 2014. The initial result of 132 mmol/l was reported outside of the laboratory. The sample was repeated at the third site on a beckman analyzer, where it resulted as 140 mmol/l. The beckman analyzer result was believed to be correct, but the initial result of 132 mmol/l was not corrected. The customer checked back for low samples that were run between (B)(6) 2014. Ise sodium results were questioned for a total of 20 additional patient samples. Of the twenty additional samples, data was provided for ten of these. Of the ten samples in which data was provided, one was found to have an erroneous result (patient sample (B)(6)). The information provided in section a refer to this patient sample, patient sample (B)(6). Patient sample (B)(6)initially resulted as 128 mmol/l on (B)(6) 2014 and this value was reported outside of the laboratory. The sample was repeated on the same analyzer on (B)(6) 2014, resulting as 141 mmol/l. A corrected report was issued using the 141 mmol/l value. The sample was also repeated at the third site on a beckman analyzer on (B)(6) 2014, resulting as 146 mmol/l. The result from the beckman analyzer was believed to be correct. The patients were not adversely affected. The lot number and expiration date of the ise sodium electrode were asked for, but not provided. The field service representative could not determine a cause. He ran precision studies for both analyzers at the site. Both analyzers were found to be running identically, with all results well within range. Quality controls were run and were successful. Controls were ordered for the customer and the customer was instructed to run these for a few days. The field service representative made a follow up visit and the customer stated they were happy with their current recovery. The customer ran successful quality controls and patient samples.

Manufacturer narrative:
The patient for sample c has an ise potassium result of 3.9 mmol/l and an ise chloride result of 95. The units of measure for the ise chloride test were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but not provided. The beckman system is using different electrode technology and standardization. There can be small differences between the measured results. In addition, the customer was not following the recommendations for sample tube centrifugation. Incorrect pre-analytical sample handling can cause mis-sampling of patient samples. This can lead to erroneous patient results.